Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle cannula broke in an attempt to crush a 2.5cm stone. The device was wiggled for about five minutes and the stone eventually fell out of the basket. The procedure was completed, but it remains unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has been received for analysis. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid basket was analyzed, and a visual inspection found the working length was kinked. The handle cannula was detached. The internal wires were exposed of the device. The cannula was inside of the working length. The basket was complete with the tip attached. Under microscope inspection, the side car-rx was noted to be pushed back. The tip of the screws was flat. Dimensional inspection confirmed the side car-rx was pushed back out of specification. The proximal and distal screw length was less than the minimum tolerance. The reported event of handle cannula break was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier. As the screw is smaller, the fastening of the handle cannula was not achieved leading to handle cannula detached/separated. Therefore, the most probable root cause for the problem of handle cannula detached is manufacturing deficiency since the failure was attributable to the supplier; an investigation to address this issue is in progress. The side car rx push back, and the kinked working length, could have been occurred due to the manipulation since the device did not work as expected. Therefore, the most probable root cause for these failures found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle cannula broke in an attempt to crush a 2.5cm stone. The device was wiggled for about five minutes and the stone eventually fell out of the basket. The procedure was completed, but it remains unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.